Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: when the band was lifted, the gauze frayed and pulled apart.